Event description:
It was reported to philips that the device was "not getting on." There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the rse indicate the customer was sent a replacement therapy capacitor. The customer replaced the therapy capacitor and the device was returned to full functionality. The device remains at the customer site.